Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6- type of investigation, investigation findings, inveestigation conclusion, h11. A getinge field service engineer (fse) says it was discovered that they had mistakenly left the battery charging switch in the off position, and the batteries were found to be discharged. The batteries were charged and a test was carried out to determine their duration. The equipment passed the test correctly.equipment suitable for clinical use.unit return to customer.

Event description:
It was reported during a routine check ,the cs300 intra-aortic balloon pump (iabp) batteries are failing .there was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.